Event description:
It is reported the patient was revised to address dislocation of the glenosphere.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.